Manufacturer narrative:
Investigation summary: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive tests and a member of the technical support group was able to perform data analysis. Complaint history was reviewed and there were no previous similar complaints against involved lot. The lhr was reviewed and the lot numbers in the complaint passed qc release. Technical support reviewed customer data and did not find any indications of cartridge mechanical issue. There were no error codes for the reported cue negative result. Root cause was undetermined.

Event description:
Customer reported that they received a positive result on (B)(6) 2022, then a negative result on (B)(6) 2022, both from cue covid-19 tests, home & otc. Customer then received two (2) negative results from covid-19 pcr laboratory tests on (B)(6) 2022 and on (B)(6) 2022. A third covid-19 pcr laboratory test was performed and a positive result on (B)(6) 2022 was received by the customer.